Manufacturer narrative:
The referenced hole in the percutaneous lead (driveline) was reported under medwatch MFR report # 2916596-2018-01332. Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was in the emergency room with the pump off. The patient was to be transferred to the cardiovascular intensive care unit (cvicu) with a possible pump exchange. The pump off occurred on both battery and ungrounded patient cable support. Technical services¿ review of the submitted log file revealed that the pump was unable to maintain the set speed and the system controller clock was not set to the current date and time. The event occurred on power module support. It was previously reported that there was a small hole in the percutaneous lead (driveline) that had leaked brown fluid. This had reportedly stopped for several months but the healthcare professionals were doing a wait and see approach.

Manufacturer narrative:
Products model number was inadvertently omitted from previous report. The correct model number is 106015.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
It was reported that the pump was returned for evaluation in june 2018. The pump was not received by the manufacturer. Device evaluation: it was reported the pump was sent back to abbott, but was lost in transit. Review of the log file provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained prior data from 11jun2017 through 27oct2017. The clock was not set for the current date and time. For the current data, the log file contained driveline disconnected alarms associated with a system controller exchange. Multiple pump stops and low speed events were captured. These events all occurred while the patient was connected to the power module and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential percutaneous lead (driveline) issue. No other atypical alarms were noted throughout the duration of the log file. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.